Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, opening curved on the posterior, crease flat and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified, two openings sharp (unidentified (tear) opening) and stress marks near of the openings site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification.

Event description:
Healthcare professional reported a left side rupture, lump nodule and "buckling of implant". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture, lump nodule and "buckling of implant". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, lump nodule and "buckling of implant". Device was explanted.